Manufacturer narrative:
The returned device was evaluated, and the user's request was confirmed. A missing lens of the image sensor (ccd) was observed. Moreover, additional findings of a blurry image due to moisture and a cut on the cable were discovered. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was shipped in accordance with the specifications. Based on the investigation, no nonconformances were found. A definitive root cause cannot be identified. However, the most probable cause of the complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. To mitigate risk/harm to the patient and damage to the device, the instructions for use provides the following: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the camera head and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the camera head to olympus for repair as described in section 5.4, ¿returning the camera head for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal when any irregularity be observed olympus will continue to monitor field performance for this device.

Event description:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation.

Manufacturer narrative:
The device has been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. This report is related to linked patient identifier (B)(6).

Event description:
It was reported, the glass inside the coupler of the camera head has fallen out. The issue occurred during reprocessing. There were no reports of patient harm.